Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal (date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.